Event description:
Related manufacturing reference number: 2017865-2022-10344. It was reported that during the implanting procedure of a dual chamber pacemaker, the right atrial lead was not sensing or capturing. Despite repeated attempts to reposition the lead, the same issues continued to occur. When the capture threshold suddenly spiked during the last repositioning attempt, the physician opted to simply implant a single-chamber pacemaker instead of the dual chamber one and with the atrial lead. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Corrected data: patient information should not have been included in section a in the previous MDR, implant/explant information in sections d6a and d6b should not have been included as the pacemaker was not installed.

Event description:
Additionally information received indicated the pacemaker (pm) was replaced electively on (B)(6) 2022.

Manufacturer narrative:
The reported events of capture and sensing anomalies were not confirmed. The pacer was received from the field with battery voltage above elective replacement level. The device was tested on the bench and using automated testing equipment, and no anomalies were found.